Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the blood sampling valve (bsv) and the bsv actuator resolving the leak .the fse also determined the hgb lamp was faulty. The fse replaced the hgb lamp resolving the elevated hgb background counts. (B)(4).

Event description:
The customer reported approximately ½ ml of fluid was leaking from the rinse block at the end of backwashing in the hmx autoloader analyzer. The leak was not contained. The customer also reported the hemoglobin (hgb) background was failing. No erroneous patient results were generated in connection with this event. In addition, no one came in contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes.